Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ethnicity and race were not provided for reporting. Brand name: this report is for one bab antibiotic extra large 8s USA (B)(4). Upc #: (B)(4), lot #: 0669b, exp date: na UDI #: (B)(4). Device is not expected to be returned for manufacturer review/investigation. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on 03-mar-2019. (B)(4). This is 2 of 2 med-watches being submitted as two devices were involved in this event. See medwatch 8041154-2020-00004. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with antibiotic extra large band aid bandages. The consumer alleged that she had an allergic reaction around her wrist. It became itchy and bumpy after using the product. Consumer sought medical attention and her health care provided prescribed a topical medication. The consumer¿s symptoms have resolved. This is 2 of 2 med-watches being submitted as two devices were involved in this event. See medwatch 8041154-2020-00004. The same patient is represented in each medwatch.